Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 device evaluation: the product was not returned for investigation; however, a retain sample lot u200101 was investigated and evaluated by product analysis on (B)(4) 2016 with the following findings: the fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. The force test also passed during testing. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The patient reportedly experienced a blood glucose (bg) measurement in the range of 2.9 mmol to 3.1 mmol. The reported bg values does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.